Event description:
It was reported that one day post implant, the ventricular lead exhibited intermittent loss of capture due to a suspected micro perforation. The lead was successfully repositioned.

Manufacturer narrative:
Na